Manufacturer narrative:
Operator of device unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was not attached properly. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing tamper seal and battery door, the battery compartment was damaged. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced downstream occlusion sensor. The cause of the reported problem was traced to customer damage of the device. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information received on (B)(6). 2022 via email and attached in complaint object: all issues with these devices were found during testing and repair at our facility. No patient involvement was indicated at the time the pump was received for repair and recertification at our facility. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: model number: 2120 h4: correction: device manufacturing date: 17-nov-2021.